Event description:
It was reported that during the prime process the back of the insulin pump was pressed out. The insulin pump will be returned. Nothing further reported.

Manufacturer narrative:
Insulin pump was received in with damages to the display window, cracked battery tube threads, cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.